Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert due to minute ventilation (mv) sensor disablement. Technical services (ts) was consulted, upon review of the available information, two signal artifact monitor (sam) episodes were noted to had been stored due to noise that was potentially being oversensed in the right ventricular (rv) channel. Furthermore, it was observed that the rv pacing impedances were out of range reaching values of approximately 3000 ohms. In addition, technical services (ts) observed that the device recorded arrythmia episodes that were not treated as therapy had been disabled on the device; however, ts noted that external pacing and tachycardia therapy were being externally delivered. Ts believed that the episodes were related to a clinical procedure. Further in clinic follow up was recommended to reenable the mv sensor. This crt-d remains in service. No adverse patient effects were reported.